Manufacturer narrative:
Remove (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt thirsty, nauseous and a constant need to urinate. Reportedly, the customer's blood glucose (bg) was in the 200s mg/dl with low ketones. The customer believed that insulin was not being received rom the pump. A manual injection was administered and the customer's bg lowered to 30 (mg/dl) due to the manual injection. Subsequently, the customer went to the emergency room (ER). While in the ER, the customer monitored bg level using glucose strips and reportedly addressed bg level by drinking fluids. The customer left the ER after 6 hours with bg of 125 mg/dl and the issue was resolved. Although requested by tandem technical support, the customer declined to perform a pump system check.